Event description:
It was reported that a patient experienced a dental implant loss due to an abutment fracture.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.dentsply sirona became aware of a serious injury with an implant due to a malfunction of abutment that occurred while using the ankylos system. This report is for the dental implant device. The dental abutment device report has been submitted separately. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.